Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer to replace the touchscreen. The customer reported that they noticed dried up liquid residue on the screen. The customer cleaned the touchscreen and the issue was resolved. The touchscreen was responsive.

Event description:
It was reported that the unit's touchscreen was unresponsive and would not respond to calibration attempts. There was no patient involvement. Event date not specified, estimate used.